Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient was hospitalized for ten days.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2020, patient experienced left sided weakness and bleeding around the brain after the guardian hole burr cover was implanted. The blood around the brain was drained and the patient was taken into the intensive care unit. The procedure was aborted.